Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer noticed tissue effect on the bipolar instrument tip when activating the monopolar instrument. The customer replaced the bipolar instrument; however, the same issue occurred. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer minimize the monopolar energy effect if available and advised to separate the monopolar and the bipolar tip as far as possible. The procedure was completed as planned with the same integrated electrosurgical unit (iesu). No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that the issue was intermittent, but the site was able to complete the procedure with the same generator without further issue. No arcing was observed. When the incident occurred, the monopolar instrument tip(s) were in contact with tissue, but no unexpected thermal damage observed on the tissue. The monopolar instrument installed on arm 1 was in close proximity with the bipolar instrument on arm 3. The surgeon pressed the left blue pedal on the surgeon side console (ssc) at time of event and indicated that the system¿s user interface correctly displayed information about the activation status and instruments on each arm. No intra-operative or post-operative complications were identified. The instrument would not be returned for evaluation.

Manufacturer narrative:
The reported event was addressed with phone support. The issue was intermittent, and the customer continued with the same generator. The instrument will not be returned. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.